Event description:
It was reported "the 1st surgery was in 2008 by a dr at the facility. The pt reported in 2009 that her hip dislocated, and she also claims that she didn't fall to cause the dislocation. The surgeon reported that he replaced the liner the same month at another facility, and that there were no complications due to the replacement. The item is being returned for further investigation."

Manufacturer narrative:
Investigation in process. No additional info to report at this time.